Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported perforation of vessels appears to be related to operational context. In this case it is possible that the perforation of vessels is a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a suboccluded, severely angulated right coronary artery (rca). On the fifth treatment, a perforation was observed on angiographic imaging. The treatment was stopped and a covered stent was placed. The patient was in stable condition and discharged from the hospital. In the physician's opinion, the calcium modulation likely led to the perforation and that it was not necessarily due to the device as this was a high-risk patient.